Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use, inside the patient, the device was broken weld on instrument. The procedure finished with the same device. No surgical delay. Patient injuries were not reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirmed the tip of the device is broken off. The broken piece was not returned with the device. The device shows significant signs of wear/usage. A medical investigation was conducted and confirms it was communicated via e-mail that ¿no pieces were left in the patient. Everything was recovered.¿ no patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. A review of complaint history for the listed part revealed no prior complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.